Event description:
The customer stated he was hospitalized for high blood glucose and the reading was 875 mg/dl. The customer experienced no delivery alarms and high blood glucose levels all day prior to the hospitalization. The customer stated he did not change the infusion set after getting the no delivery alarms. Troubleshooting was performed and the insulin pump passed the prime test. The programming was correct except for the time and date. Advised the customer that having the wrong time on the insulin pump would affect the basal rate delivery. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.